Event description:
It was reported that the pump malfunctioned. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future issues. The customer was able to continue using the pump and was advised to call back if the malfunction code reappeared, which it did not after resetting.